Event description:
It was reported that tip fracture occurred. The target lesion was located in the heart. A 1.50mm rotablator rotalink plus was selected for use. During test, upon unpacking, it was noted that the tip was fractured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that tip fracture occurred. The target lesion was located in the heart. A 1.50mm rotablator rotalink plus was selected for use. During test, upon unpacking, it was noted that the tip was fractured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that tip fracture occurred. The target lesion was located in the heart. A 1.50mm rotablator rotalink plus was selected for use. During test, upon unpacking, it was noted that the tip was fractured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the coil was detached at the handshake connection. The handshake connection to the burr catheter returned attached to the advancer handshake connection. The burr housing was dismantled to view the coil as the distal portion of the detached coil was not visible. The coil was stretched and kinked at the detachment and the sheath was worn. Microscopic inspection of the device found no damage or irregularity. Photo media provided depicted the handshake connection portion of both the advancer and burr catheter. The coil was detached at the handshake connection, and the handshake connection to the burr catheter was attached to the advancer end confirming the reported detachment.